Manufacturer narrative:
Patient demographics such as age, date of birth, sex, and weight were not supplied by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse determined the mixer speed, ultrasonic parameters, and the main pipettor alignment were not within published performance specifications. The fse replaced and realigned the main pipettor, and adjusted the mixer speed to resolve the issue. System performance was verified after the repairs were completed. All verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) results is due to a hardware malfunction, although no one part can be implicated as the sole contributor in this event as the fse replaced and/or adjusted multiple parts to resolve the issue.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results in association with the access 2 immunoassay system serial number (B)(4) for four (4) patients. The samples from three (3) patients (designated as patients one (1), two (2) and four (4)) were reanalyzed twice using the same access 2 immunoassay system and lower results, above and within and the assay's normal reference range, were obtained. A sample from an additional patient (designated as patient three (3)) was reanalyzed using the same access 2 immunoassay system and a lower result, within the assay's normal reference range, was obtained. The customer stated the patients were redrawn and lower, reproducible access accutni+3 results were obtained. The customer stated the non-reproducible access accutni+3 results were reported from the laboratory. The customer stated there was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. The customer stated quality control (qc) recovery was within the laboratory's established ranges before and after the event; however cumulative level 1 qc data demonstrated erratic recovery above and below the customer's established range between (B)(6) 2015. System check passed within published performance specifications before and after the event. The customer stated samples were collected in either serum separator tubes or five (5) ml lithium heparin gel separator tubes. Samples were centrifuged for ten (10) minutes at 3600 revolutions per minute (rpm). The customer did not provide the temperature at which the samples were centrifuged. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.